Manufacturer narrative:
The device referenced in this report was returned to siemens for investigation. During visual inspection, engineering found a gap between the articulation sleeve and the roving epoxy. A system imaging test was conducted and no problem was discovered. The system recognition and angle change tests passed; however, it was found that when the angle was changed, a noise occurred. The device passed the leakage test but the hi-pot test failed. Based on the results of the investigation, the possible root cause of the reported angulation malfunction is due to material reliability issue at the roving area. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that there was an intermittent transducer angulation malfunction that occurred during a patient target ultrasonography study. The patient was already sedated when it occurred. At the beginning of the study, the physician was rotating the transducer when the issue was noticed. The physician took 20 minutes to reboot the ultrasound system but the functionality was not restored as the same symptoms occurred. The control knob of transducer was working normally but the angle of system can't be changed. The physician canceled the study but it was not reported whether the patient was rescheduled. There was no patient adverse event that resulted from the issue. No additional information was provided.